Event description:
The patient is reporting over the last 7-10 days that the patient has been having abscesses that are described as painful with purulent discharge. They reported that they had to seek medical attention because of the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.